Event description:
It was reported a cdh33 was used during a sigmoid colectomy. It was reported by the affiliate the knife would not cut the tissue. The surgeon used stitches to close the tissue. There was no consequence to the pt. 6/11/1998 response received from affiliate. The tissue was excised with scissors.